Event description:
My son started being fitted for coopervision proclear toric soft contact lenses on (B)(6) 2011. On (B)(6) 2011, md stated my son was doing well, trial for comfort and stability vision. He started having blurred vision. Eye doctor stated he would have to get used to the new lenses and continued to wear the contacts. In (B)(6) 2012, we went to see a eye specialist that prescribed him eye drops and referred us to another specialist. The second eye specialist doctor stated my son's vision is very poor and the cornea was very damaged and he may need a cornea transplant. The eye doctor also stated that the contacts he was wearing could have caused this problem, since the problem was not there prior to him wearing contacts. The eye doctor that prescribed the contacts stated that my son's corneas was within normal limits when he prescribed the contacts. Dates of use: (B)(6) 2011 - (B)(6) 2012. Diagnosis or reason for use: improve vision.